Event description:
It was reported that the customer's blood glucose level was displayed as "high," though the specific value was unknown. Cause was not known. The customer administered a correction bolus via the pump and was instructed by technical support to inspect various components of the insulin delivery system, ensuring proper connections and function. The customer was advised to replace supplies if necessary and continue using the insulin pump as usual.